Event description:
It was reported, that fluoroscopy done. Prior to generator changeout revealed, externalized conductors on the right ventricular lead. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.